Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery on (B)(6) 2014 a competitor's drill was used with synthes devices. The tip of the synthes reamer head broke into 4 pieces in the femoral canal, all pieces were retrieved. The tip of the synthes flexible shaft did not break but wrapped around the reaming rod. Intraoperative x-rays were performed to confirm fragments but are unavailable. Surgery was completed successfully with approximately a 1 hour delay. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.